Event description:
Info rec'd indicates the brake will set but the brake casters are not holding at the head end of the bed.

Manufacturer narrative:
The technician replaced the head end brake casters to repair the bed.